Event description:
A female patient who underwent breast reconstruction revision with a mentor memorygel 300cc silicone prosthesis developed bubbles in the left-sided implant following the operation. Consequently, she underwent a unilateral replacement on (B)(6) 2024, utilizing a l) 3502504bc/ (B)(6) prosthesis. Although bubbles in an implant post-removal are generally not considered reportable, in this instance, the returned device analysis revealed a rent in the implant, which warrants reporting. Therefore, the awareness date for this incident is designated as march 25, 2025, corresponding to the completion date of the device analysis.

Manufacturer narrative:
Suspect device received on february 25, 2025. Device evaluation completed on march 25, 2025: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned device revealed that the smooth hpg, 300cc breast implant was found to have some bubbles within the gel. Leak testing was performed, according to mentor procedure, and it identified multiple punctures on the anterior view, measuring approximately between 0.2 cm to 0.1 cm. The reported bubbles may have been caused by the found punctures. As the authorization form for examination was not received the product evaluation lab couldn´t identify a conclusion due to the specific nature of this punctures. The evaluation was limited to non-destructive testing. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances related to the complaint were identified as part of this evaluation. Although no conclusion could be reached on the cause of the punctures found, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Reason for device explant and/or reoperation: bubbles. H6 health effect - clinical code e2402: bubbles in implant. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).